Event description:
A user facility biomedical technician (biomed) reported to fresenius that blood leaked from the bloodlines inside the blood pump of a 2008t machine during a patient's hemodialysis (hd) treatment. The biomed stated that the rotor pins of the blood pump are loose and possibly caused the damage to the bloodlines which resulted in the blood leak. There was no harm to the patient. The patient was able to complete treatment on the day of the event after being transferred to a different machine. Additional information was requested however a response was not received. The patient's estimated blood loss (ebl) was not provided. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. One of the rear guide pins was returned with a missing guide sheave (polymer sleeve). The pin has signs of debris and wear markings. There are no discrepancies with the other guide pins and sleeves. A loose ball bearing and locking spring lever was observed. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis mode (with the blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks and/or alarms during the test. There was no further damage to the rotor during testing. The reported fluid leak was not confirmed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However the manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that blood leaked from the bloodlines inside the blood pump of a 2008t machine during a patient's hemodialysis (hd) treatment. The biomed stated that the rotor pins of the blood pump are loose and possibly caused the damage to the bloodlines which resulted in the blood leak. There was no harm to the patient. The patient was able to complete treatment on the day of the event after being transferred to a different machine. Additional information was requested however a response was not received. The patient's estimated blood loss (ebl) was not provided. No parts were returned to the manufacturer for physical evaluation.